Event description:
It was reported that there is a crack at the tip of the instrument. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
(B)(4). G2: foreign: canada. Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected. Updated: e1; h2; h3; h4; h6. Reported event was confirmed. Visual examination of the returned product identified the inserter shows signs of use with some wear on the shaft of the inserter and damage to the distal end of the inserter. There is a crack that begins at the distal end of the shaft and wraps around the shaft. Measured the product identifiers and visually confirmed the device is conforming. Device history records were reviewed and no discrepancies were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.